Event description:
Customer reported that the battery on the insulin pump went out and when they changed it the insulin pump locked up. Customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The device had minor scratches on lcd window.